Event description:
It was reported through a user facility report that the patient developed a gastrointestinal bleed after being super therapeutic on coumadin (warfarin) regiment. The patient required admission to the hospital for blood product administration and close monitoring of anticoagulation. The patient responded appropriately to treatment and was discharged.

Manufacturer narrative:
Voluntary mw number (B)(4) was received 04oct2023. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.